Manufacturer narrative:
Patient sid: (B)(6). All available patient information were included, no other patient information was available. Correction/removal number: 3002809144-09/18/19-008-c . Further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: inspect the part for cracks prior to installation. Continue to follow the weekly maintenance procedure after installation. The letter also provides troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Event description:
The customer observed falsely decreased alinity I total b-hcg results for six patients. The following data was provided (>/=5.00 iu/l is negative, >/=25.00 iu/l is positive): patient 1 initial result, on (B)(6) 2020, was 132,000 iu/l. Patient was recollected on (B)(6) 2020, result was 14,800 iu/l. The physician questioned the result and sent the patient for an ultrasound. Both samples were repeated on another alinity analyzer, serial number (sn) (B)(4), the result from (B)(6) 2020 was 140,800 iu/l and the result from (B)(6) 2020 was 149,000 iu/l. Sample ID (B)(6) initial result, on alinity I sn (B)(4), on (B)(6) 2020, was 14,358, repeated on alinity I sn (B)(4) was 130,329 iu/l. Sample ID (B)(6) initial result, on alinity I sn (B)(4), on (B)(6) 2020, was 14,196, repeated on alinity I sn (B)(4) was 71,751 iu/l. Sample ID (B)(6) initial result, on alinity I sn (B)(4), on (B)(6) 2020, was 14,201, repeated on alinity I sn (B)(4) was 34,924 iu/l. Sample ID (B)(6) initial result, on alinity I sn (B)(4), on (B)(6) 2020, was 14,447, repeated on alinity I sn (B)(4) was 138,109 iu/l. Sample ID (B)(6) initial result, on alinity I sn (B)(4), on (B)(6) 2020, was 14,924, repeated on alinity I sn (B)(4) was 95,221 iu/l. During site visit the field service representative performed multiple troubleshooting steps and also replaced the trigger level sensor as the level sensor was cracked. There was no impact to patient management reported.